Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was no atrial capture and that the patient and lead had a history of rising atrial thresholds. It is not indicated if there was any intervention.

Manufacturer narrative:
Boston scientific provided the following information: update (B)(4) 2019 - it was reported that this lead was explanted on (B)(6) 2019 due to a product performance issue.